Manufacturer narrative:
No patient injury or adverse outcome was reported. No surgical report was provided detailing patient anatomy or technique used during implantation. Examination of the returned instruments showed twisted deformation consistent with the application of torque beyond the material's allowable strength. The representative confirmed that the drivers were not fully seated into the implant prior to expansion, and one driver sheared at the distal end. The incomplete engagement, combined with excessive torque application, generated stresses exceeding the design limits of the instrument. The event is attributed to user misuse and improper technique.

Event description:
The subject device is an expansion driver for a tlif expandable cage. The device was returned to the manufacturer with no prior notice from the user. Upon evaluation of the part it was noticed that the driver tip was broken. The manufacturer contacted the user and was told that the driver stripped due to not being fully seated inside the cage when expanding.